Event description:
It was reported to baxter's technical service center that a system error (se) 2240 (air in set) occurred during dwell on the home choice (hc). The technical service representative (tsr) reviewed the set up with the homepatient (hp). There were no wet lines, spare line clamps were closed off, bags were all still connected and the hp did not disconnect any time that night. The tsr explained the se 2240 and cleared the alarms so the hp could open the door to unload the supplies. The tsr referred the hp to the on call nurse for further medical instructions. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Upon completion of baxter's investigation, or if additional relevant information becomes available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up medwatch will be submitted.